Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and one reload. Visual inspection of the instrument noted that it was received with the return knobs retracted and the articulation lever in neutral position. Visual inspection of the cartridge revealed that the reload was fully fired. Functionally, the instrument was loaded with pmv representative reloads. When cycling the instrument, the trigger pawl would intermittently engage with the firing rack. The reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The instrument was dismantled for inspection of internal components. This inspection detected evidence of an improperly performed assembly operation which was determined to have an effect on the ability to fire the reload. Appropriate action was taken. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(6).

Event description:
According to the reporter, during a gastrectomy procedure, the stapler would fire but skipped when the handle was squeezed. The device operator would squeeze handle and it was not engaging properly. To fix the problem, the device operator used another device without further consequence. No other known adverse events were reported.